Manufacturer narrative:
(B)(4).

Event description:
It was reported that a microcatheter burst. A 135/10 renegade¿ hi-flo¿ was selected to be used. During the procedure, it was noted that the catheter burst. The procedure was completed with a different device. No patient complications were reported and the patient's condition was ok.

Manufacturer narrative:
Device evaluated by MFR. Device was returned for analysis. The device was inspected and the shaft was found to be broken 36.2cm from the hub with the braid exposed from 36.2 - 34cm from the hub. The shaft was found to be kinked at 18cm, 26cm, 43cm, 48cm, 56cm, 63cm, 80cm and 87cm from the hub. The shaft was also found to be sharply kinked at 12cm, 65cm and 95cm from the hub. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a microcatheter burst. A 135/10 renegade¿ hi-flo¿ was selected to be used. During the procedure, it was noted that the catheter burst. The procedure was completed with a different device. No patient complications were reported and the patient's condition was ok.